Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was "separation of the connection point (is-1) on the lead." It was noted the separation occurred during rigid guidewire removal due to tension. The lv lead was replaced. No patient complications have been reported as a result of this event.